Event description:
One haptic of the lens was found missing upon opening the carrier.

Manufacturer narrative:
Results: the lens was received positioned incorrectly in the open carrier. Both haptics are attached to the lens optic, one was found bent.